Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported an occlusion occurred. A supply change was performed and insulin deliveries were resumed. The customer experienced an elevated blood glucose (bg) level and trace levels of ketones; no bg value was provided. A correction bolus was delivered to address the bg level. As the occlusion alarm had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion.